Event description:
Related manufacturer report number: 2017865-2022-03737. It was reported that a patient presented to clinic for follow up. Device interrogation revealed over-sensing noise on their right ventricular (rv) lead and atrial lead. The physician elected to explant and replace the rv and atrial leads. During explant, it was also noted that there was rv lead damage beneath the suture sleeve. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed while the reported event of lead crush beneath suture sleeve was not confirmed. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart and the reported event of noise. Visual inspection did not find any damages at the suture sleeve tie region. X-ray examination did not find any indication of conductor fractures.